Event description:
Customer reported husband received a suspected false positive result on an unknown date when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). No alternate confirmatory covid-19 tests reported. Although requested, customer did not respond to technical supports three attempts to obtain additional information regarding this false positive result.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.